Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the controller passed visual inspection and functional testing. A review of the controller log files revealed that the controller logged an entry in the event file on 20/feb/2020, at 11:57:40, indicating a software error on the pump motor controller (pmc) in the commutation control module. Commutation is the process of switching winding current to generate motion. The pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. The event file also logged an entry at 11:57:40, indicating that the pmc had reset itself intentionally. The pmc reset was followed ten seconds later, at 11:57:50, by a controller fault alarm that was due to the pump not starting after the pmc reset. As a result, the reported event was confirmed. Based on log file analysis, the reported event was confirmed. A possible root cause of the reported event can be attributed, but not limited, to a temporary memory corruption. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm during de-airing that resolved. The controller was exchanged. No patient complications have been reported as a result of this event.